Event description:
It was reported the physician attempted to implant a right ventricular lead during a generator changeout procedure. During the lead positioning, the lead went into the coronary sinus. The lead was found to have perforated the pericardium as the lead was pulled back. The patient then experienced cardiac tamponade and began to code. The physician successfully resuscitated the patient with cardio-pulmonary resuscitation, conducted a pericardiocentesis, and performed an intubation. The cause of the perforation is unknown. The lead was pulled out and the pocket was closed. The right ventricular set screw on the pacemaker was stripped and could not be removed from the header. The pacemaker was replaced with a new device implanted on the opposite site five days later. The patient condition is now stable and is being monitored by the hospital.